Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after starting the ilet pump, the user experienced hypoglycemia with cgm readings trending to 56 mg/dl, confirmed by a fingerstick of 125 mg/dl used to calibrate the system; the user was wearing a freestyle libre 3 plus cgm and reported no device low alerts during the event. Symptoms included low blood glucose without loss of consciousness or other acute effects. Outcomes included self-treatment with oral carbohydrates (food and candy) and return to target range without medical intervention or assistance. Investigation included user coaching, verification of cgm type, fingerstick confirmation, and calibration guidance. Investigation of this case revealed no device malfunction identified and an unclear cause of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.